Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayone aspheric rao600c on (B)(6) 2018. On an unknown date post-operatively, the lens was explanted due to the post-operative development of lens clouding. The limited information available to rayner at this time indicates that the patient has undergone trabecular aspiration which may suggest that the patient has some kind of glaucoma. Rayner ifus contraindicate "active ocular diseases". The information received also states that the patient has received an intracameral injection of r-tpa for the treatment of fibrin reaction. The medicines and healthcare products regulatory agency (mhra) issued a medical device alert on 21st january 2019 (ref. Mda/2010/008) stating that "opacification of iols may occur following intracameral use of alteplase (recombinant tissue plasminogen activator, r-tpa"). Alteplase is a drug indicated for use in acute stroke, myocardial infarction, and pulmonary embolism. It is not licensed for intracameral use. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. The rayone aspheric rao600c has been explanted and sent directly by the hospital to a third party independent laboratory for analysis. Rayner has requested access to the device analysis results. Our review of production records for the rayone aspheric rao600c batch 028115150 showed that all quality and manufacturing checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (february 2018) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 028115150.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that the lens was explanted due to the post-operative development of lens clouding.